Event description:
It was reported a non-olympus stent was stuck in a duodenovideoscope during a therapeutic endoscopic retrograde cholangiopancreatography and then fell out into the next patient during a subsequent procedure. The stent was retrieved and the procedure was completed. It was reported that the endoscope was cleaned and a cycle was ran through the reprocessor prior to the event occurring. The was no reported effect on the outcome of the procedure and no report of infection or adverse effect on the patient due to the fallen stent.